Event description:
According to the reporter: the first sulu was fired across stomach to create a gastric pouch. Some of the staples did not form properly. The 2nd sulu was fired behind the first sulu and the same condition occurred with some of the staples not properly formed. A 3rd sulu was fired successfully behind 2nd staple line. Green reloads were used successfully for the remainder of gastric pouch formation. The first and second staple lines were excised and tissue was kept by the surgeon.

Manufacturer narrative:
(B) (4). (B) (4).